Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 37 and 48 hours. Investigation of the pod found the soft cannula to be damaged. The device was originally reported for insulin leaking during wear. No medical assistance was required. A new pod was applied.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be stretched, resulting in the length of the soft cannula measuring above specification. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of the soft cannula damage could not be determined. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.